Manufacturer narrative:
Prismaflex sepxiris set 100 (jp) is similar to prismaflex st100 set, prismaflex st100 set ckt, and prismaflex st100 set c. Prismaflex st100 set, prismaflex st100 set ckt, and prismaflex st100 set c have been temporarily approved for use in the us under emergency use authorization eua(B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that "dialysate leakage from around the chamber area was observed during priming" with a prismaflex sepxiris set. There was no patient involvement. No additional information is available.